Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the returned device was forwarded to depuy material science in warsaw for evaluation. Review of the received device confirms the reported femoral component fracture. No abnormalities of the remaining devices or associated assemblies were identified. No evidence of product error as a contributing factor to the reported fracture was identified and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 3587405. Device history review : quantity manufactured: (B)(4). Date of manufacture: april 12, 2013. Any anomalies or deviations identified in DHR: no anomalies or deviations identified expiry date: april 2018 . IFU reference: 090200769 .

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of lcs complete revision femur right side because of pain and instability. Intraoperatively the femoral component was found to be fractured. Patient is suffering from parkinson disease and suffered a trauma. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.